Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer¿s blood glucose level was 412 mg/dl- "high". A correction bolus was delivered to resolve elevated glucose levels and customer primed the tubing to address air bubbles.